Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 510 mg/dl. Customer stated that, she was trying to put an infusion set in and having trouble getting the plunger rod removed. The last blood glucose was 270 mg/dl and treated with the insulin pump. Through the night she had to give 3 shots to bring down blood glucose. In the morning ate breakfast and blood glucose went high. Customer declined troubleshooting for high blood glucose and bent cannula. Customer changed her set and found cannula was bent. The device will not be returned for analysis.